Event description:
Reportedly, during surgery, put the tissue in the pouch and pulled the ring, the string disengaged, then the top of the pouch could not be closed. The tissue was removed with another device.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.